Event description:
At approx 0325 on post-op day 1 noted pt abruptly stopped snoring. Found to be in cardiac arrest. Code called, CPR started with ER physician in attendance. EKG recorded asystole then vfib. Defib x2, IV ephedrine, intubated, responsed to cardioversion then resumed atrial fib. Multiple eeg's, CT scans & neurological consults interpretation of severe anoxic brain injury. On morphine pca at time of arrest.